Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one day after implantation, the intraocular lens (iol) slipped out of the stable position and the surgeon had to re-rotate the lens. The iol was repositioned rotationally the following week. The patient is satisfied post-operatively. No further details were provided.